Event description:
It was reported that a 52-year-old caucasian female patient underwent a breast surgery with a 580cc (left) and a 470cc (right) mentor memorygel breast implants and experienced bilateral capsular contracture (baker grade unknown) post-operatively, which was diagnosed during an office visit. As a result, the patient underwent explantation on (B)(6) 2022 for the left side only. Surgical intervention was reported on the right. This report is for the right side device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 16, 2022, mentor received additional information regaring the patient's diagnosis. Additional information received states that the patient had breast size mis-match, evidence of symmastia, and hypertrophic scarring on her right breast instead of capsular contracture as previously reported. Mentor updated the complaint's coding for accuracy. Section h6-health effect - clinical code has been replaced with code e2308 (deformity/disfigurement) and e1715 (scar tissue) to reflect the updated information. Manufacturer¿s reference number: (B)(4).